Event description:
The customer tested his blood glucose and received a reading of 80 mg/dl using his contour ts meter. The customer retested and received a reading of 46 mg/dl using his contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer stated that his readings are normally very low, so he felt the contour was reading correctly. The customer performed control tests using the normal control solution and both results fell within the normal range. Customer service offered to send high and low control solutions to the customer for further troubleshooting. No product will be returned at this time.